Event description:
An ophthalmic surgeon reported an air filter was found to be punctured and air was not able to flow during a procedure. The problem was solved after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).